Event description:
The customer observed false reactive alinity s hiv ag/ab, lot number 48229be00, generated on an alinity s processing module during the timeframe 28 feb 2023 to 3 apr 2023. The customer reported false reactive results for 8 individuals out of 4615 donations tested. The customer also communicated that the samples were negative for hiv ab (fujirebio inno-lia hiv I/ii score) and hiv rna was negative (procleix ultrio elite assay). 6 out of the 8 individuals were repeat donors with previously nonreactive hiv results. The customer provided the following data (reference = 1.00 s/co is reactive): sample 1 initial result was 1.11 (reactive), repeat results were 1.14 (reactive) and 1.16 (reactive), repeat result on an architect analyzer was 1.12 (reactive). Sample 2 initial result was 1.33 (reactive), repeat results were 1.29 (reactive) and 1.55 (reactive), repeat result on an architect analyzer was 1.11 (reactive). Sample 3 initial result on architect analyzer were 1.04 (reactive), repeat results were 0.89 (non-reactive), and 0.9 (non-reactive), repeat result on alinity s processing module was 1.95 (reactive). Sample 4 initial result was 1.05 (reactive), repeat results were 1.05 (reactive) and 1.04 (reactive), repeat result on an architect analyzer was 0.78 (non-reactive). Sample 5 initial result was 11.21 (reactive), repeat results were 12.11 (reactive) and 12.13 (reactive), repeat result on an architect analyzer was 8.07 (reactive). Sample 6 initial result was 1.54 (reactive), repeat results were 1.57 (reactive) and 1.56 (reactive), repeat result on an architect analyzer was 0.82 (non-reactive). Sample 7 initial result was 2.31 (reactive), repeat results were 2.36 (reactive) and 2.38 (reactive), repeat result on an architect analyzer was 2.17 (reactive). Sample 8 initial result was 1.97 (reactive), repeat results were 2.28 (reactive) and 1.96 (reactive), repeat result on an architect analyzer was 2.77 (reactive). There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 6p01-55 and there is a similar product distributed in the us, list number 6p01-60. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity s hiv ag/ab, lot number 48229be00, generated on an alinity s processing module during the timeframe 28 feb 2023 to 3 apr 2023. The customer reported false reactive results for 8 individuals out of 4615 donations tested. The customer also communicated that the samples were negative for hiv ab (fujirebio inno-lia hiv I/ii score) and hiv rna was negative (procleix ultrio elite assay). 6 out of the 8 individuals were repeat donors with previously nonreactive hiv results. The customer provided the following data (reference = 1.00 s/co is reactive): sample 1 initial result was 1.11 (reactive), repeat results were 1.14 (reactive) and 1.16 (reactive), repeat result on an architect analyzer was 1.12 (reactive). Sample 2 initial result was 1.33 (reactive), repeat results were 1.29 (reactive) and 1.55 (reactive), repeat result on an architect analyzer was 1.11 (reactive). Sample 3 initial result on architect analyzer were 1.04 (reactive), repeat results were 0.89 (non-reactive), and 0.9 (non-reactive), repeat result on alinity s processing module was 1.95 (reactive). Sample 4 initial result was 1.05 (reactive), repeat results were 1.05 (reactive) and 1.04 (reactive), repeat result on an architect analyzer was 0.78 (non-reactive). Sample 5 initial result was 11.21 (reactive), repeat results were 12.11 (reactive) and 12.13 (reactive), repeat result on an architect analyzer was 8.07 (reactive). Sample 6 initial result was 1.54 (reactive), repeat results were 1.57 (reactive) and 1.56 (reactive), repeat result on an architect analyzer was 0.82 (non-reactive). Sample 7 initial result was 2.31 (reactive), repeat results were 2.36 (reactive) and 2.38 (reactive), repeat result on an architect analyzer was 2.17 (reactive). Sample 8 initial result was 1.97 (reactive), repeat results were 2.28 (reactive) and 1.96 (reactive), repeat result on an architect analyzer was 2.77 (reactive). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding falsely reactive results for alinity s hiv ag/ab combo reagent kit, lot 48229be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Ticket search by lot 48229be00 did not identify an increase in complaint activity for the complaint issue. The ticket trending review did not identify any trends or increase complaint activity for the identified product. Device history record review did not identify potential non-conformances, non-conformances or deviations associated with lot 48229be00. The overall performance of the alinity s hiv ag/ab combo reagent kit was reviewed using field data from customers. A review of field data for the overall performance of the alinity s hiv ag/ab combo reagent kit, lot 48229be00 indicated the product was performing within product requirements. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the results of the investigation, alinity s hiv ag/ab combo reagent kit, lot 48229be00 met performance requirements and no systemic issue or product deficiency was identified.